Event description:
It was reported that the ilet insulin pump touch screen cracked while the device was in the user¿s pocket, and the device was subsequently determined to no longer be watertight, though it remained functional and blood glucose control was not affected. Symptoms included no adverse clinical effects. Outcomes included the need for device replacement and continued therapy guidance, with the user advised to shut down the device and back up therapy as needed. Investigation included collection of event details, confirmation of device function status, and coordination for device return and replacement. Investigation of this device revealed damage to the touchscreen component consistent with mechanical impact or stress, resulting in a compromised enclosure seal and cracked display, without evidence of performance failure in insulin delivery or alarms. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external forces.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.